Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 6f exoseal vascular closure device (vcd) worked well, but it was out of the skin because it didn't get detected properly in the blood vessel wall. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h2, h3, h6, and h11. Complaint conclusion: as reported, the indicator wire of a 6f exoseal vascular closure device (vcd) worked well, but it was out of the skin because it didn't get detected properly in the blood vessel wall. There was no reported patient injury. Additional information was requested but not provided. One non-sterile exoseal vascular closure device - 6f was received for analysis. Upon visual inspection, the deployment lever on the device was not depressed, and the plug was present on the delivery shaft, which had dry blood residues. The indicator wire was fully deployed. The indicator window was in the white/black position, and the guard was locked. No anomalies were observed during the analysis. Additionally, a cordis sheath was returned attached to the device. A microscopic analysis was conducted to observe the state of the indicator wire loop. During this analysis, it was concluded that no anomalies or damage were identified in the indicator wire. It was also confirmed that the loop was present in the delivery shaft distal tip. The reported event of ¿indicator wire-damaged loop¿ was not confirmed as there were no damages noted to the component. The exact cause of the issue experienced could not be determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported issue of the loop not detecting the vessel wall. However, access vessel characteristics and procedural/handling factors are possible. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿orient the exoseal¿ vcd such that the indicator window on the handle assembly is facing upwards. Advance the delivery shaft into the proximal end of the vascular sheath introducer to the marker band, keeping the exoseal¿ vcd oriented upwards and advancing at the angle of the tissue tract (30-45 degrees).¿ the IFU also states, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator wire of a 6f exoseal vascular closure device (vcd) worked well, but it was out of the skin because it didn't get detected properly in the blood vessel wall. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation.